Manufacturer narrative:
Method: no information has been received from the user facility. Baxa has contacted the user facility six times in order to obtain more information regarding the reported incident and to obtain database files from the compounder/software in order to investigate this issue. It is unknown if the tpn bag was compounded using the em2400 or the em600. The customer has been unresponsive and no further information has been received since the initial contact.

Event description:
On march 14, 2011, baxa was informed of an incident in which a patient's blood glucose levels decreased. On an unknown date, tpn therapy was ordered with dextrose ten percent: the bag was then sent to a third party by the user facility and test results came back with dextrose 8.5 percent. It is also unknown, how the bags were tested. The user facility then re-pumped a bag with dextrose ten percent, which was given to the patient . At the time the initial information was received, the user facility reported that the patient is fine and no long term injury or illness resulted.